Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, the surgeon was performing a 2 level anterior lumbar interbody fusion. After inserting the implant into the patient, with the aid of fluoroscopy, the surgeon determined that the implant was positioned too anterior. The surgeon removed the implant and found the strut was attached to the endplate and could not be removed. Another implant was used to complete the case. No injury to patient and no surgical delay.